Event description:
Sparking was observed when the patient electronics unit was plugged in.

Manufacturer narrative:
Additional information: d9, g3, h2, h3, h6. One cardiomems patient electronic system was received for evaluation. Visual inspection revealed that the cable of the power supply was frayed with exposed wires, in addition to significant visible wear on the remainder of the cord of the power supply. A test-standard power supply was connected to the unit's power cord and power extension cable. The unit was able to power on as expected, and no additional loss or interruption of power was observed. The reported complaint of exposed wires and a power issue was confirmed, and is consistent with exposed wires on the cable of the power supply.

Manufacturer narrative:
Fa-q323-hf-4 cardiomems pes right angle power extension cable failure notice issued by abbott on 04 oct 2023.